Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose. In addition, the reservoir keeps falling out and her blood glucose was running high between 400mg/dl-500mg/dl. The customer's blood glucose was 513mg/dl and treated with syringe. Customer noticed a crack on top of reservoir compartment. The customer was advised the pump will be replaced and revert to back up plan.

Manufacturer narrative:
The insulin pump was received with complete broken reservoir tube lip and was unable to perform basic occlusion test and occlusion test due to broken reservoir tube lip. However, the insulin pump was received with normal operating currents and passed unexpected restart error test, self-test, rewind test, displacement test, prime test and excessive no delivery test. The insulin pump had minor scratched lcd window, cracked battery tube threads, cracked case at the reservoir tube window corners and missing the o-ring reservoir tube.